Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer insulin pump alarmed motor error and a no delivery. The customer's blood glucose level was 371 mg/dl at the time of the incident and above 600 mg/dl at the time of call. The customer's parent stated that. The customer's parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. The customer's parent stated that the insulin exits with the manual prime. Customer's parent also reported that the customer had a high blood glucose event of over 600 mg/dl and was treated with insulin pump and manual injection. . The customer had symptoms such as throwing up and headache. No troubleshooting was performed for the high blood glucose event. Customer's parent was advised to seek medical help for customer regarding high blood glucose issues. The customer's parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is not expected to return for analysis.